Manufacturer narrative:
After further review of additional information received the following sections b4 and g4 have been updated accordingly. Corrected information: this complaint has been determined to be a duplicate of another documented complaint. The following MFR reports have been submitted on that event: MFR report #: 1038671-2017-00784 and MFR report #: 1038671-2017-00785. This MFR is considered filed in error.

Manufacturer narrative:
Pending device return and evaluation.

Event description:
Pending revision due to patient having pain and osteolysis 3 years after total hip arthroplasty.